Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the tip of the probe has been severely twisted. There are impact marks at the back end of the instrument as well. Failure mode: physical damage. Failure mechanism: bent instrument tip. Lumbar probe directly caused event. Replacement device shipped to site for issue resolution.

Event description:
A medtronic representative reported that, while in a spinal procedure, the lumbar probe tip instrument was damaged. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.